Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via femoral artery. The 85% stenosed, 20-48mm x 2.5-3.5mm, eccentric, de novo target lesions with a bend of between 45 to 90 degrees were located in the moderately tortuous and mildly calcified left anterior descending (lad) artery and left circumflex (lcx) artery. A 3.00 x 20 synergy stent was advanced into the lad but if failed to cross. The device was removed and it was noted that the tip of the stent itself was deformed. Subsequently, a 2.50 x 48 synergy stent was advanced into the lcx but also failed to cross. Upon removal, it was noted that the tip of the stent was also deformed. The procedure was completed using 4 synergy stents and the sizes were 3.0/16, 3.0/24, 2.5/38 and 3.5/20 respectively. No patient complications were reported and the patient's status was stable.